Manufacturer narrative:
The reported event was unconfirmed. Received 2 opened and 7 unopened surestep foley tray system. Verified material numbers a304716a and a304416a, batch numbers ngkt1929 and ngkp4439. Visual inspection noted catheter were standard latex foley. Visual inspection was done. All product received were bardex ic foley; therefore, reported issue could not be replicated. The reported event is unconfirmed a labeling review is not required. DHR is not required since the reported failure was unconfirmed. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer ordered 2 cases of samples of coude bardex ic foleys. Customer had not opened each tray but so far 2 out of each box were standard latex and not bardex ic foley. Per follow up received via email on 22sep2025 stated that they were never in contact with a patient. They still had the unopened foleys. They received a return box but am not sure if they will all fit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer ordered 2 cases of samples of coude bardex ic foleys. Customer had not opened each tray but so far 2 out of each box were standard latex and not bardex ic foley.